Event description:
It was reported that a loss of therapeutic effect occurred. The patient received relief during the day and night during the trial for two weeks but once she got the permanent device she was incontinent at night. The symptoms were loss of bladder control. The patient also had fallen twice. The patient had been reprogrammed and the healthcare provider (hcp) would not give her any new programs. The patient sought another hcp. Later it was reported that the patient was still having concerns regarding their device but was working with their hcp. The patient had appointments (B)(6) 2011. Additional information received reported that the device and lead were explanted 09/01/2011. The battery life was about to expire per the manufacturer's representative and there was 'something wrong' with the lead.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.